Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phaco handpiece was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The phaco handpiece was received for testing on this investigation. A visual assessment of the returned sample revealed no visual nonconformities. The returned handpiece was connected to a calibrated system. System message (sm) displayed when the handpiece attempted tuning. Disassembling the handpiece revealed moisture ingress within the electrode chamber. However, how the moisture ingress occurred remains inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic phacoemulsification handpiece exhibited error message and it would not deliver the energy in the sculpt mode and it was hot. The details of procedure and patient harm was not reported. Additional information has been requested and none received till date. Additional information received via follow up response as the procedure was cataract surgery. The reported event occurred during the surgery. The surgery was completed on the same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).